Event description:
It was reported the patient who was enrolled in a post market study involving non-abbott stents had two non-abbott stents deployed in the left anterior descending artery (lad) on (B)(6) 2009. On (B)(6) 2010, restenosis was observed in lad and on (B)(6) 2010, a 3.5x23 mm xience v and a non-abbott stent were implanted in the lad to treat the restenosed lesion. On 5/25/2010 the patient was experiencing angina and ischemia and thrombosis was observed in the lad, which required treatment with a balloon catheter. On (B)(6) 2012, restenosis was again observed in the lad, which required treatment with coronary artery bypass on (B)(6) 2012. On (B)(6) 2012, the patient was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis and surgical procedure (coronary artery bypass graft) are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted in a restenosed previously stented lesion. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. The reported thrombosis which occurred on (B)(6) 2010, was previously reported under MFR#2024168-2010-02426.